Event description:
Pt with atrial fib/flutter with rapid rentricular response had radiofreg av node ablation and pacemaker placement on 6/10/97. Observed on telemetry overnight and discharged 6/11/97 after pacer programmed. Per pt report at a follow up visit, "pacemaker failed 24 hrs. After installation causing me to have convulsions, cardiac arrest & 2 ambulance trips." Apparently pacemaker and leads were removed and replaced at another hosp.